Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the plastic bag adhered to the surface of the shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.